Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Based on the destructive analysis results, no internal short occurred in the battery. The condition of the anode suggests the battery saw a higher device drain rate which would increase the discharge of the li along the edges and in the turns, as seen in the battery. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that the device exhibited a sudden drop in battery voltage, reaching elective replacement indicator (eri) in less than four years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.